Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown. However, there is no allegation of a device malfunction or deficiency reported for the patient hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A contact for this peritoneal dialysis (pd) patient called fresenius technical support for drain complication encountered. The caller stated this was the patient¿s first treatment after leaving the hospital and he was having a pulling sensation on his abdomen. The patient bypassed to fill 1 and started to fill at a good rate. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown. However, there is no allegation of a device malfunction or deficiency reported for the patient hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A contact for this peritoneal dialysis (pd) patient called fresenius technical support for drain complication encountered. The caller stated this was the patient¿s first treatment after leaving the hospital and he was having a pulling sensation on his abdomen. The patient bypassed to fill 1 and started to fill at a good rate. Attempts to obtain additional information were unsuccessful. The reason for the patient¿s hospitalization is unknown. However, there is no allegation of a device malfunction or deficiency reported for the patient hospitalization. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.